Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a latitude interrogation process, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. No additional details were provided. At this point, the device remains in service. No adverse patient effects were reported.